Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) peritoneal dialysis (pd) transfer sets were too tight and could not be opened or closed. This issue was observed before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that packaging pouches had a wrinkled/crumpled appearance to the clear side of the pouch and the twist sleeves were near the lock position indicating the twist sleeves were twisted by hand through the pouches; however, as the actual devices were not received for evaluation, a device analysis for the reported condition could not be completed. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: four (4) actual samples were received for evaluation. A visual inspection with the naked eye did not identify any abnormalities related to the reported condition. Functional testing including leak, clear passage, clamp function and torque engagement testing were performed with no issues noted related to the reported condition. The reported condition was not verified on all samples. Should additional relevant information become available, a supplemental report will be submitted.